Manufacturer narrative:
Findings: no unexpected button error alarms noted. Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 42 mg/dl. The customer was treated with glucose tablet. The customer stated that she received low predicted then got an alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that she was high and low and has been over correcting.